Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant, high pacing impedance was observed on the right ventricular (rv) lead. A different rv lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported event of high impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the entire lead did not find any anomalies.